Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a patient presented in the hospital after a sycopal episode at which time telemetry with the implantable pulse generator (ipg) could not be established. Patient has received new device and voiced concern that the original device did not lastlong enough. No patient complications have been reported as a result of this event.